Event description:
It was reported that a patient underwent a laparoscopic splenectomy on (B)(6) 2012 and suture was used. During closure of the superficial fascial layer the needle broke. Xrays were performed and the incision was extended by one inch on each side to locate the needle fragment. The surgeon was unable to locate the needle fragment and the patient was closed.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of voluntary medwatch report 0504240000-2012-8019.